Event description:
It was reported that the patient underwent surgery to remove his inflatable penile prosthesis (ipp), which was then replaced with a non-bsc device. The replacement was due to insufficient rigidity observed since the initial activation, as well as kinking during sexual intercourse. Only the ipp cylinders were removed, and the physician did not identify any defects. No patient complications were reported.